Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to methicillin-resistant staphylococcus aureus (mrsa) bacterial infection. There were no additional adverse patient effects reported. This ra lead was explanted.